Event description:
It was reported that, during intercourse, the patient felt and heard a pop prior to this inflatable penile prosthesis (ipp) deflating. The patient scheduled an appointment to assess the device. No additional information was reported.